Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding unrelated to the reported event, likely due to the handling of the device. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed a controller fault alarm was logged on (B)(6) 2026 at 19:43:34, as well as multiple event exceptions logged on (B)(6) 2026, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for less than two (2) years. Review of the alarm log file revealed four (4) vad disconnect alarms were logged on (B)(6) 2026 at 19:53:32, 20:27:59 and 20:29:25 and on (B)(6) 2026 at 09:32:24, indicating a physical disconnection of the driveline from the controller and the controller power up without the driveline connected, likely during the reported controller exchange and/or troubleshooting. Log file analysis revealed thirteen (13) low flow alarms were logged since (B)(6) 2026. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2026 at 23:12:23, indicating that the controller was powered on without the driveline connected. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2026 at 19:01:49, indicating that the controller was powered on without the driveline connected. The low flow alarms and vad disconnect alarms are additional findings unrelated to the reported event. The reported controller fault alarm was confirmed. The most likely root cause of the controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered on without the driveline connected. Based on the available information, the device may have caused or contributed to the reported event. Based on th e risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There is no evidence that the patient a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional devices: controller lot/sn#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the hospital due to a gastrointestinal bleed. During the admission the controller exhibited a controller fault alarm attributed to the internal battery reaching end of life. The vad remains in use and the controller was exchange successfully.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date:30-nov-2024/serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 07-nov-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.